Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No additional patient information has been provided. Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed system pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was returned to the customer unrepaired and they were told to remove the device from service.

Event description:
The customer contacted stryker to report that their device freezes on the startup screen. As a result, defibrillation therapy may be unavailable, if needed. This issue was observed during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.